Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. There was an allegation of foam in the device. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.